Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis finding: no anomalies found.

Event description:
It was reported the lead was but not implanted, as the physician was unable to get the 9fr sheath down. No patient complications have been reported as a result of this event.